Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and noted that the leads were not placed in the correct area to cover pain. The patient underwent a revision procedure wherein two additional leads were implanted. The patient was doing well postoperatively.